Event description:
A customer notified baxter corporate product surveillance (cps) of one cl continu-flo soln set in which a no flow was observed at the point of the downstream port. It was reported that the medication will not flow into the set from the syringe. It was reported that the syringe was either a 20cc - 60cc bd or monoject syringe. The port had not been previously accessed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One (1) unused/companion sample was returned and evaluated and baxter could not confirm the reported condition of a no flow. Visual and functional tests were performed and both y-sites flowed properly. Since the reported condition was not confirmed, the root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted.